Event description:
(B)(4). Endometriosis, chronic pelvic pain, constant vaginal bleeding, bloating, hyper throid, weight gain/loss, migraines, light headness, sleep problems, chronic pain, extreme cramping, svt, fatigue, muscle apathy and blurry vision.